Event description:
On (B)(6) 2012, the patient contacted animas to report low blood glucose (bg) excursions since he started on a replacement pump on (B)(6) 2012. The patient reported that on (B)(6) 2012 he had a low bg of 40 mg/dl with signs/symptoms of confusion and decreased level of consciousness. The patient stated he was given glucagon by his spouse and his bg went back above 100 mg/dl. The patient also reported an additional low bg excursion on the night of (B)(6) 2012. The patient reported a low bg of 41 mg/dl with decreased level of consciousness. The patient's spouse contacted emt and when they arrived they treated the patient with glucagon. The patient confirmed his bg responded to glucagon and was told by emt's to stay off pump until he spoke with his hcp. At the time of troubleshooting, the patient informed customer support that he may have programmed the incorrect settings on his new pump. The patient no longer had his old pump available to review settings. During a follow-up call to the patient on (B)(6) 2012, the patient informed customer support that he spoke with his doctor's office on (B)(6) 2012 after contacting animas customer support and his hcp found that the basal rate, I:c ratio and isf settings on the new pump were incorrect. The patient informed customer support that as a result of pump settings he was receiving too much insulin. The patient confirmed pump settings were corrected and stated he has not had any further bg excursions since settings corrections were made. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy. The patient's alleged hypoglycemia can be attributed to use error since the patient admitted programming the pump settings incorrectly.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing confirmed issue in history, was unable to duplicate complaint. Information from the reported failure date is overwritten, no activity outside of normal use is observed. Last basal delivery was on (B)(4) 2013. Tdd observed to add up correctly and to reveal user¿s programmed basal rate. Pump powers ¿on¿ and displays ¿verify¿ screen. The unit was primed and paired with a test meter successfully, a 24h duration test was performed to the system, no alarms or any delivery issue occurred. Periodic bolus using ¿normal¿, ¿ez-carb¿ , ¿ez-bg¿, and ¿combo¿ boluses were performed successfully, the alarm history recorded the boluses info on the correct time and order. Pump passed a 29h flow accuracy test. The unit was opened and inspected, no moisture ingress was found, the printed circuit board was inspected for intermittent condition, none was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.